Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (concentration 500mcg/ml; dose 128.78mcg/day; lot unknown) via an implantable infusion pump. Indication for pump use was intractable spasticity. The patient presented to the emergency room (ER) on (B)(6) 2016 reporting increased tremors. The pump had been implanted on (B)(6) 2015 and the low reservoir alarm date was (B)(6) 2016 which confirmed that the pump was not empty based upon programming. There were no audible pump alarms. There had been no recent changes to the pump therapy. Additional information was requested regarding drug information, patient medical history, diagnostics performed, actions/interventions taken, and the cause of the increased tremors. A supplemental report will be submitted if additional information is received. Additional information was received from a healthcare provider (hcp) on (B)(6) 2016 and it was reported that the patient's lioresal therapy was "ongoing". Other medications the patient was taking at the time of the event included lexapro 20 mg, keppra 500mg, plavix, and simvastatin. The patient had a penicillin allergy. The patient had a prescription for oral baclofen and it was taken until the appointment for the increased tremors. The actions/interventions taken to resolve the increased tremors were that the patient was started on oral baclofen over the weekend, the pump was refilled, and the protocol was reviewed as the patient did not return for transfer of records. The cause of the increased tremors was that the patient did not schedule the refill date after the visits; the patient had been instructed to schedule after each titration appointment per the protocol. The patient and spouse verbalized an understanding of the protocol. Of note, the patient did not notice an alarm sounding. Alarms were reviewed prior to discharge from the appointment and return visits were confirmed with the patient and spouse. Pump interrogation on (B)(6) 2016 showed a low and empty reservoir occurred. The pump was updated on (B)(6) 2016 to deliver lioresal (500 mcg/ml at 183.77 mcg/day).